Event description:
It was reported that the patient presented to the emergency room (ER) due to dizziness and during testing/deep breathing maneuvers there was loss of capture on the right ventricular (rv) lead and the patient had a syncopal episode. The fractured rv lead also exhibited oversensing and high rate episodes. The patient is pacer dependent so the lead was reprogrammed and the patient given a temporary pacing wire to await a system replacement. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.